Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer experienced an elevated blood glucose (bg) level of 570 mg/dl. Customer declined to provide details on how bg was addressed. Customer primed the tubing to address the issue.